Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the sheath was kinked at the most proximal end of the device. Microscope inspection of the device found no damage or irregularity. Analysis was performed using the returned rotawire. During testing, the returned wire was removed with resistance present. The burr catheter was not stuck and was able to be removed. Reinsertion of the wire failed as there was resistance due to kinks present to the wire.

Event description:
It was reported that the burr stuck with the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment. A 2.00mm rotapro and rotawire were selected for use. During the procedure, upon withdrawal, it was noted that the burr stuck with the wire. The device was removed as one unit, and the procedure was completed. No patient complications were reported.

Event description:
It was reported that the burr stuck with the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment. A 2.00mm rotapro and rotawire were selected for use. During the procedure, upon withdrawal, it was noted that the burr stuck with the wire. The device was removed as one unit, and the procedure was completed. No patient complications were reported.